Event description:
The advocate stated the customer tested her blood glucose and received a reading of 170 mg/dl using her contour meter. She retested and received a reading of 68 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have any testing supplies with him at the time of the call, so troubleshooting was not possible. No product will be returned at this time. A replacement contour was sent at the advocate's insistence.